Manufacturer narrative:
Correction: g4 the investigation of the reported failure mode has been completed. No product was received for evaluation. Data review: data logs showed motor current (mc) spike seen on prior day of hemolysis event reported. There were placement signal (ps) unreliable alarms triggered in early of the case but resolved quickly. There were no other abnormalities seen further. Mechanical interaction with blood: the cause of mechanical interaction with blood was most likely biomaterial ingestion since the data logs and clinical information meet the biomaterial ingestion pattern. Device history review: the device passed all post sterile inspection checks.

Event description:
The complainant had a impella rp flex placed for the patient with existing clotting issues. It was reported that labs were hemolyzing and not making urine. Impella thought to be causing hemolysis with potential clot in cannula therefore decision made to explant. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.